Manufacturer narrative:
Plasma sodium fluoride 2.5ml grey stopper capped tube was used. Based on data provided by the customer, event appears to be a result from short sample. A clear root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one (1) erroneously low glucm result generated by the unicel dxc 800 pro synchron chemistry analyzer, when running in duplicate mode. Rerun of the sample after tube was uncapped yielded a result that matched one of the previous result original run. Results were not reported out of the lab. No report of death, injury, or change to patient treatment have been reported in connection with this event.